Manufacturer narrative:
The subject device has not been returned to olympus for further evaluation and testing. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that an e103 error (lamp error) occurred intermittently. The issue occurred during device testing. There was no patient involvement. Reportedly, the lamp assembly was changed but the issue persisted. The error cleared temporarily after power cycling the device but error kept occurring intermittently. Another issue for the subject device was reported on the medwatch with patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.